Manufacturer narrative:
Although requested, the device was not returned. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
The healthcare facility reported that after an intraocular lens (iol) was implanted a capsule rupture occurred. Additional information was requested but not received.